Event description:
It was reported to philips that the system's flexvision computer was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the flexvision pc was unable to boot up. Upon troubleshooting, the fse identified that the flexvision pc was defective. To resolve the issue, the fse replaced the flexvision pc and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.